Manufacturer narrative:
Examination of returned used device 60-6085-201a found that the handle section of the device was broke off. The handle section was not returned for examination, only the top half of the device was returned. See attached photos. Root cause cannot be determined, however, based upon evaluation of the device and the IFU; a possible cause of this event could be excessive force. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 2 devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 23 complaints, regarding 31 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to not use excessive force upon device removal to avoid traumatizing the vaginal canal and /or component detachment. Upon, the surgeon should visually inspect the vcare device, and the patient, to make sure that the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, 60-6085-201a, medium, uterine manipulator, was being used during a robotic hysterectomy procedure on (B)(6) 2025 when it was reported, ¿handle broke off during procedure.¿ further assessment found that the device handle was broken during use. "The manipulator remained in the uterus when the handle broke off." The components were retrieved from the patient using graspers. There was no report injury, medical intervention, or hospitalization of the patient due to the incident. The patient is reported as "fine". This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, 60-6085-201a, medium, uterine manipulator, was being used during a robotic hysterectomy procedure on (B)(6) 2025 when it was reported, ¿handle broke off during procedure.¿ further assessment found that the device handle was broken during use. "The manipulator remained in the uterus when the handle broke off." The components were retrieved from the patient using graspers. There was no report injury, medical intervention, or hospitalization of the patient due to the incident. The patient is reported as "fine". This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.